Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced fluctuating high and low glucose values after traveling across time zones and not updating the ilet device time; the agent identified the time-zone mismatch and guided the user to change the device time and to revert it upon return, and the event was categorized as cause unclear with hyperglycemia and hypoglycemia noted. Symptoms included a low glucose of 64 mg/dl with confusion and trembles. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education. Investigation included customer interview and device use review focused on time settings and user practices. Investigation of this case revealed user-related time setting inconsistency affecting dosing timing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.